Event description:
It was reported that this right ventricular (rv) lead exhibited noise and high out of range shock impedance measurements. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting options to be considered a the next follow up appointment. This lead remains in service. No adverse patient effects were reported.